Manufacturer narrative:
D1 (brand name) & d4 (serial) has been updated. Ppae (tachycardia): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 55-year-old male patient with a history of chronic renal insufficiency requiring dialysis received an impella 5.5 device for management of heart failure with cardiogenic shock due to non-ischemic cardiomyopathy. At the time of implantation, the patient was in stage c shock according to the society for cardiovascular angiography and interventions classification and was supported with two inotropic medications as well as continuous renal replacement therapy. On the sixth day of impella support, the patient developed episodes of ventricular tachycardia, which were successfully treated with direct current cardioversion. The patient remained hemodynamically stable throughout these arrhythmic events. After a total of 16 days of support, the patient was successfully bridged to heart transplantation as planned. 16 days on support, vt/shocks on day 6.